Event description:
It was reported that patient had an initial open reduction internal fixation on the left side. Subsequently, approximately 8 months post-implantation, revision was needed due to exit of the cervical screw from the joint and sinking into the acetabulum. During the revision it was noted that the acetabular roof was fractured. All components were exchanged with competitor product. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: z nail 5.0x35 cort screw fa item # 47248403550 lot 65225702. Anti-rotation pin 3.0mm - std item # 47249003004 lot 65206661. G2: foreign: france . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9.g3; h2; h3; h6; h10 the reported cmn nail and lag screw were returned to the post market surveillance team for examination. The nail appears mainly inconspicuous, with most of the signs of wear to be seen proximally near on or near the threaded interface. The lag screw exhibits signs of abrasion, noticeable as polished spirals near the threaded section. Attention is paid to the grooves of the lag screw. On one of the grooves, some polished surfaces perpendicular to the groove, but not within the groove, can be seen. The set screw was not returned to for examination. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the surgical technique "natural nail cephalomedullary standard surgtech" identified under subsection "lag screw placement" that "a set screw must be used to prevent the lag screw from rotating post-operatively." Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. An e-mail from the customer containing limited information on the primary procedure, excerpts of the revision report as well as radiographs were received. The information contained within was reviewed by a health care professional with the following findings: primary procedure: ¿ general anesthesia ¿ nail and screws placed without complication contributing factors of event: ¿ left pertrochanteric fracture revision surgery: ¿ diagnosis: scanning of a zimmer left hip nail with exit of the cervical screw from the joint and sinking into the acetabulum. ¿ general anesthesia ¿ moore posterolateral approach ¿ nail excised easily ¿ excision of femoral head ¿ acetabulum roof found fractured ¿ competitor product placed without complications contributing factors of event: ¿ none noted the radiographs were reviewed by a radiologist with the following assessment: single view of the left hip demonstrates a left femoral intramedullary rod with one distal interlocking screw, a gamma nail in appropriate position within the central aspect of the femoral head and femoral neck as well as surgical skin staples consistent with recent placement. Of note, the set screw is poorly evaluated on this study given patient obliquity. Mild subcutaneous emphysema. Intertrochanteric hip fracture also with a vertically oriented fracture of the greater trochanter. Two views of the left hip a left femoral intramedullary rod with one distal interlocking screw and a gamma nail which now is asymmetric in position extending to the superior femoral acetabular joint space. The set screw does not appear to be fully placed and does not engage the lag screw. Vertically oriented fracture of the greater trochanter no longer seen suggesting healing. Healing of the intertrochanteric hip fracture also seen. Vascular calcifications. Based on the available information, the reported event can be confirmed. As per reviewed products and examination of the groove of the lag screw, some polished surfaces perpendiculares to the groove, but not within the groove, can be seen, potentially indicating incorrect placement and/or contact with the set screw. However, based on the given information and results of the investigation, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.